Event description:
Endostitich suturing device used with polysorb suture needle broke during use. Half of the needle was found immediately. X-ray was taken to locate the second half of the needle, which was eventually removed without injury. Manufacturer response for endo stitch suturing device, endo stitch (per site reporter) manufacturer has been made aware and will receive the product for failure analysis.